Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit suboptimal parameters after it was positioned in the septum. Additionally, the helix of the rv lead failed to retract after. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were helix mechanism issue and "parameters were not good". The reported event of a helix mechanism issue was confirmed. A complete lead was returned for analysis with the helix extended, stretched, and covered with blood. X-ray examination confirmed the helix was stretched/ damaged and the inner coil was noted to be over torqued at the connector region. The helix mechanism test was unable to be performed due to the helix stretched/ damaged consistent with procedural damage. The cause of the reported event of a helix mechanism issue was isolated to the stretched helix as received and the inner coil over torqued at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.